Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the wireless footswitch did not work and the system was not in use, when the issue occurred. The wireless footswitch intermittently lost wifi and did not connect to its base station. When the base station or footswitch was in error mode, it blocked x-ray switching functions by means of the wireless footswitch. The connection failure in the wireless footswitch was resolved with a software update and released through fco72200497. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022) / field safety corrective action (2021-igt-bst-020). The correction has been implemented at the customer and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that wireless footswitch lost connection. The system was in clinical use. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The connection was not re-established. The philips engineer advised the customer to use the wired footswitch. Per the information collected, the wireless footswitch did not connect to its base station. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022) / field safety corrective action (2021-igt-bst-020). The correction has been implemented at the customer and the system was returned to use in good working order. Evaluation method code was corrected and additional narrative rephrased. The codes were updated based on the investigation outcome. Health impact code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction and removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.